Event description:
It was reported that a user contacted support to perform a factory reset of the ilet following episodes of low glucose and concern that the pump had adapted to meal sizes that did not reflect current eating patterns; the user wears a dexcom g7 and inset infusion set, completed the reset and setup with guidance, and re-entered bionic mode, with additional education provided on training the pump in the first two weeks and a referral for further training. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and user education with assignment for additional training. Investigation included guided device setup review and user coaching on adaptation and meal size entries. Investigation of this case revealed no device malfunction identified during support interactions, with user confusion regarding adaptation noted and the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.